Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that 3 years and 8 months post implant of this 20mm aortic mechanical valve and 27mm mitral mechanical valve, they were explanted and replaced with a 23mm aortic bioprosthetic valve and 27mm mitral bioprosthetic valve respectfully. The reason for the replacement was not reported. No additional adverse patient effects were reported.

Manufacturer narrative:
Updated b5 updated b7 updated h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received additional information which stated that the reason for the replacement was due to a large thrombus on the mechanical valves, severe mitral stenosis, moderate to severe aortic stenosis. Non compliance with anticoagulants was noted. It was mentioned that the patient had presented with hypotension, chest pain, and shortness of breath. It was reported that after removing the mitral valve, it was observed that the posterior mitral annulus looked thin, therefore, a bovine pericardial patch was sutured to it. It was stated that the patient had a small aortic annulus, therefore, a root enlargement with a y incision technique was performed. Pannus below the aortic annulus was observed during removal of the mechanical valve. It was noted that when the replacement 23mm aortic valve was implanted that both coronary ostia were above the level of the valve and were visible after implantation. When coming off bypass, it was reported that there was a wall motion abnormality in right coronary artery distribution. It was mentioned that additional stitches to the aortotomy line had been performed which was closed to the orifice of rca. It was thought that there was an ischemia in the rca. A coronary artery bypass graft (CABG) was performed to ostial rca with a vein graft, however, rv function was still sluggish despite good flow through the graft. It was reported that the patient experienced post cardiotomy cardiogenic shock, right ventricular dysfunction, pulmonary edema and respiratory failure. A central right ventricular assist device (rvad) was implanted. It was mentioned that the patient was severely coagulopathic due to extended pump and cross clamp time and required several blood products and clotting factors and prolonged hemostasis. It was reported that the bleeding was coming from the aortotomy line. Multiple stitches and hemostasis agents were utilized. No additional adverse patient effects were reported.